Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Optical sensor issue - data log review showed placement signal (ps) low alarm occurring at pump start with ps readings of 71 mmhg systolic and 25mmhg diastolic. The cause of the optical signal issue was patient condition related due to low ps readings seen due to the patients' actual diastolic readings being low. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that impella cp was placed successfully on patient with suspected mixed shock. The team disable placement signal due to actual diastolic pressure below 30.